Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. Per the instructions for use (IFU), pericardial effusion is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. There was a risk of annulus rupture due to pointed morphology of the calcification on the sov side. The exact cause of pericardial effusion was unknown. Investigation results suggest several possible causes (annular rupture, pacemaker lead perforation, guide wire perforation) were suspected caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards japan affiliate, during the transfemoral tavr procedure for a 26mm sapien 3 valve, pericardial effusion was observed. There was a risk of annulus rupture due to pointed morphology of the calcification on the sov side. The patient had type 1(r-n) bicuspid aortic valve and there was calcification in raphe. Pre balloon aortic valvuloplasty (bav) was performed and movement of calcification was confirmed. The sapien 3 valve was deployed with 5ml less than nominal volume for not push too much of calcification of leaflet and it was implanted in the aortic annulus 80:20 aortic/ventricular as intended. After the valve deployment, moderate paravalvular leak (pvl) was observed on tee. Post dilation was executed with 3ml less than nominal volume, pvl reduced to trivial. After confirmation of hemostasis, just preparing to return to the room, tee revealed that pericardial effusion. There were no major changes in hemodynamics but pericardiocentesis was performed. The increase in pericardial fluid was gradual and was pale blood. After entering the ICU, there was no increase in pericardial fluid, and the patient will be extubated during the day. Per the reporter, the clinical specialist, the exact cause of pericardial effusion was unknown. Several possible cause (annular rupture, pacemaker lead perforation, guide wire perforation) were suspected. The patient was 88 years old female. Device is not available for evaluation as it remains implanted in the patient.